Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, d9, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additional potential adverse events were noted where the device failed to turn on and the front panel switches were not working. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device did not turn on and activate due to a faulty main board and printed circuit board. The front panel switch failure was due to a faulty front panel. A definitive root cause for the failures was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video processor failed to activate during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.